Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient's rv lead exhibited noise as seen via merlin.net. No intervention was reported.

Event description:
New information received indicates that corrective procedure was performed. The patient was well. No further information is available.